Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. As the pump supplies were changed after being admitted to the hospital, a cause of the event was not known.